Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb mck needle was clogged/blocked. The following information was provided by the initial reporter: "while trying to draw up blood, there was no opening to do so-unable to draw blood." Noted before use.